Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
Related manufacturer report number 1627487-2020-04021, 1627487-2020-04022. It was reported that the ipg and leads were explanted for an unknown reason. The explant date is unknown. No additional information was provided.